Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing. See related MDR 0001920664-2022-00041.

Event description:
The user facility in the united kingdom reported that during a routine cataract list they found small ¿spongy¿ white pieces of material in the phaco tips. This did affect the first two cases, and the surgeon did manage with difficulty to get the fragments out of the patient's eyes. There was no patient impact.

Manufacturer narrative:
The sample was not available for return, so unable to investigate further for root cause. The device history record was reviewed and showed the product met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related MDR 0001920664-2022-00041.